Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during lead implant procedure, the lead could not be able to pass the catheter. Strong resistance was felt. The lead was not used. No patient consequences were noted.